Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of the cassette. The event occurred during fill one on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the home patient (hp) to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.